Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to symptoms related to diabetes: dizziness, clammy and lightheaded. Meter and test strips were returned for evaluation. Defect found on returned meter - e-7. Reported defect not reproduced on returned strips. Product evaluation has been completed. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Returned product was forwarded to r&d meter for root-cause. R&d investigation has been completed and root cause selected. Rc-001: miscellaneous user induced contamination on the strip connector. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for e-2 error. Interpreter is calling on behalf of the customer. The customer is feeling dizzy, clammy and lightheaded but denied the need for any medical intervention at the time. The customer was not using the proper testing technique. During the call, a back to back blood test was performed by the customer and produced e-2 using true metrix meter. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 04/28/2023 and open vial date is one week.